Manufacturer narrative:
(B)(4)

Event description:
It was reported the guide wire folded at the first contact with the catheter. This was discovered prior to insertion. As a result, a new kit was used for the procedure. They do not know if this caused a delay in treatment and there was no patient death or complications reported.

Manufacturer narrative:
(B)(4). It was reported the guide wire folded at the first contact with the catheter. The issue was confirmed. One guide wire and advancer were returned. The straightening tube and snubber were missing from the guide wire advancer. The catheter involved in the incident was not returned. The returned guide wire had a kink located at the base of the j-bend. The guide wire drawing specifies the length at 454 +/- 4.8 mm and the diameter at .432/.457 mm. The diameter of the guide wire was measured at .435 mm. The length was confirmed to be consistent with the graphic. The instructions booklet provided with the kit, describes suggested techniques for inserting the guide wire and catheter. According to the procedures, the guide wire is inserted through an introducer catheter or introducer needle; the cvc catheter is then advanced over the guide wire. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of this issue could not be determined since the guide wire met dimensional specifications and the catheter was not returned for review. No further action will be taken.